Event description:
Related manufacturer report number: 2017865-2021-36569. During an in clinic follow-up, noise was observed on the right atrial (ra) lead and the right ventricular (rv) lead. No intervention was performed at this time to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received that the episodes of noise resulted in oversensing on both the right atrial and right ventricular leads. The patient was stable and will continue to be monitored.